Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bellows was recommended for replacement to resolve the issue. Block a: no report of patient involvement. D1 product name: no information provided. D2 common device name: no information provided. D2 procode: no information provided. D4 serial: no information provided. D4 model no.: no information provided. H4 date of device manufacture: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction of the bellows resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the fe confirmed that the complaint was reported in error. There was no failure of the device.